Manufacturer narrative:
(B)(4). Review of the device logs had revealed an increased intraperitoneal volume (iipv). External & internal visual inspections revealed no problems. A service history review (shr) revealed that no issues that may have contributed to the iipv. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the event logs which occurred on (B)(6) 2010 during cycle 14, ultrafiltration volume 121ml. Product surveillance spoke with the home patients peritoneal dialysis nurse (pdn) to relay the iipv found during evaluation of the home choice device. The pdn stated they have seen the patient recently and the patient was doing fine.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.